Manufacturer narrative:
The field service engineer's service report was requested but not provided. The calibration data from the laboratory management software showed that calibrations on 24-mar-2023 had issues and differences in the concentrations of standards s1, s2, and s3. These indicate a handling problem of standards s1-s3 (the standards have been open too long). The investigation determined that the event was caused by human factors - calibration error.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for approximately 80 patient samples tested on the cobas 8000 cobas ise module (double). The initial results were reported outside of the laboratory. The reporter stated that they noticed that the na and cl results were higher than the previous results while performing delta checks in their laboratory information management system (lims). At the same time, they noticed that the internal standard was running low but no alarms were raised against the results produced and the low volume of ise internal standard. The module was stopped and the ion-selective electrode (ise) was stopped during maintenance. Subsequently, it was discovered that approximately 80 samples prior to the module being stopped had discrepancies with their ise results of approximately 10 mmol/l for the na assay. The patient samples were rerun; reports had to be amended and general practitioners (gps) had to be informed of the corrected results. Please refer to the attachment pt-81159 for the highlighted questionable results. The electrode lot numbers and their expiration dates were requested but not provided.